Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch utlra 2 meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. It is not known when the reported issue first occurred. The pt mentioned that she experienced frequent urination after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was a new product and that there was no meter trauma. The pt was using the correct test strips and the battery was correctly installed. She was unable/unwilling to answer if the battery was replaced per the owner's manual. The meter did not turn on when the power button was pressed and when the test strip was inserted all the way into the test strip port. The pt did not have a new battery to replace at the time of the call. This complaint is being reported because the pt alleged issue was not resolved with troubleshooting and the pt alleged that she experienced symptom which can be suggestive of hyperglycemia after the issue started. It is not known when the reported issue first occurred. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.